Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump was received with scratched case, pillowing keypad overlay, partially broken retainer, broken reservoir tube lip, cracked select button keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had physical damage. The customer states there is a crack on the lip of the reservoir compartment and some chips on the inside. The comster will return the device for failure analysis.